Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 75 mg/dl, 224 mg/dl, 78 mg/dl and 211 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated that at a different time, she obtained the results of 116 mg/dl and 238 mg/dl on the same system within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.